Event description:
It was reported that during a low anterior resection procedure, staples were not perfectly formed. Re-suturing was done. No pt consequence.

Manufacturer narrative:
(B)(4).info anticipated, but unavailable at this time.